Event description:
The information provided to sjm indicated a 19f ultimum ev hemostasis introducer was used during a tavi portico procedure. The patient experienced above average blood loss. It was reported this patient received a blood transfusion.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.